Event description:
It was reported by the customer that the clamps from the piccs are breaking off. These are both inpatient and outpatient. Nurses on the inpatient side have had them break while clamping, and patients in the outpatient setting have come in with them broken off. Patient is having to get a new PICC line because we do not have replacement clamps. They are over the wire exchanging. The exact number of occurrences was not provided by the complainant. Customer response on (B)(6) 2024: it is only the clamps that broke, not the PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.